Manufacturer narrative:
The device has not been returned for analysis; therefore the cause of complaint could not be determined. Same event as reported in MDR MFR# 2029214-2016-00090.

Event description:
Medtronic received information that during preparation for an embolization procedure, the guidewire perforated the middle of the mar athon. The guidewire was shaped and it punctured the microcatheter when the physician introducing the guidewire inside the marathon catheter. No patient injury, event occurred prior to use.

Manufacturer narrative:
Additional information the marathon catheter was returned for analysis without the x-pedion-10 guidewire, as it was discarded. Therefore, any contributing factors from the guidewire could not be assessed. The total length of the catheter was measured to be measured to be within specifications. The distal floppy segment of the catheter was measured to be approximately 25.8cm from the fuse joint. The catheter body was found to be punctured at approximately 6.0cm from the distal end. No other anomalies were observed. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Based on the device analysis and the reported information, the customer's report of "guidewire puncture" was confirmed. The returned marathon catheter was found to be punctured; however, the cause for the damage could not be determined.